Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock. Printouts were sent to boston scientific technical services (bsc ts) to be analyzed. After reviewing the printouts, bsc ts discussed that the crt-d is programmed to a 3 zone configuration with a ventricular tachycardia-1 (vt-1) zone in monitor only (mo). Rhythm was detected in the vt-1 zone, and was appropriately inhibited for greater than 2 minutes. After 2 minutes the rhythm increased up to the vt zone. With a mo zone programmed, after initial detection is satisfied, enhancements are no longer applied, regardless if programmed on in the vt zone. This is because, in redetection, the device does not apply detection enhancements. The rhythm was hovering around the vt zone cutoff for the duration of the episode, and the rhythm appears to be sinus driven. Bsc ts suggested that the mo zone be programmed off, or if the physician desires to continue using the mo zone, to adjust the vt zone cutoff to be higher if clinically appropriate. Bsc ts noted that detection enhancements in the vt zone will only be applied for rhythms that meet detection in the vt zone. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.